Event description:
It was reported the patient was going to have a revision due to the size and location of the battery causing pain for the patient. The date the pain started was unknown. It was reported the healthcare provider (hcp) was afraid the current extension was buried and he wanted to just attach another one. The revision was reported to have happened or going to happen today. No new reportable information.

Event description:
Additional information received reported that the patient was receiving appropriate therapy post-op. The "burning" in the implantable neurostimulator (ins) was actually discomfort and was due to location of the battery and size of the patient - it was uncomfortable, but it did not "burn." The patient had lost weight, and was very thin. The ins was bulky and placed right on the waistline of the patient - it made wearing his pants uncomfortable, but it did not burn the patient. It was stated that patient's doctor decided to replace the battery with the smaller one. The leads remained unchanged. Impedance was normal. He was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4),implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4),implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4),implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).